Manufacturer narrative:
The biomedical engineer reports that the hard drive on the cns (central nurse's station) failed. The device displayed a blue screen upon start up. The cns was replaced with a known working spare. The device was returned, evaluated and the problem reported by the customer was duplicated. The hard drive was replaced to fix the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the hard drive on the cns (central nurse's station) failed. The device displayed a blue screen upon start up.